Event description:
There was a sensor error of the ablation catheter after placement into the patient. The catheter was removed and replaced without harm to the patient. Clinical site works with mfg rep directly to notify of the event and the return of the device for investigation. Manufacturer response for ablation catheter, (brand not provided) (per site reporter).